Manufacturer narrative:
Investigation summary no sample or picture has been received for investigation. DHR of lot 1905241 has been reviewed not finding any annotation or deviation regarding the alleged defect. Ten retained samples of 50ll lot 1905241 are evaluated. Upon visual inspection of these samples no damage or molding defect can be observed in the plunger of any of them. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1. Visual inspection - molding: 2 injections per shift - printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift - assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift - primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. - secondary packaging: 1 shelf-package per pallet 2. Functional inspection - printing: once in the first pallet and once in last pallet of the lot. - assembly: once in the first pallet and once in last pallet of the lot - primary packaging: once in the first pallet and once in last pallet of the lot corrective action cor c-526-19 is open to investigate and reduce damage on 50ll product. Since no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, and no damage is observed in retained samples evaluated, the root cause of the alleged defect cannot be determined.

Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe was broken. This was discovered before use. The following information was provided by the initial reporter: when opening the package containing the syringe, the hcw noticed that the piston was broken. The syringe is still used for some manipulations but for others, it is not possible. About ten cases were identified with the same batch. Clinical consequences observed: none. Actions taken: use of another syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe was broken. This was discovered before use. The following information was provided by the initial reporter: when opening the package containing the syringe, the hcw noticed that the piston was broken. The syringe is still used for some manipulations but for others, it is not possible. About ten cases were identified with the same batch. Clinical consequences observed: none. Actions taken: use of another syringe.